Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The analyst noted that the outer insulation has environmental stress cracking various though out the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed soreness in the pocket area about two months ago. Several weeks ago the patient noticed that the device had eroded through their skin. Cultures were taken and the patient was noted to have an infection. Antibiotic treatment was administered. A temporary pacing lead was placed with the existing device placed externally until the infection cleared. The leads and device were explanted and later replaced. No further patient complications have been reported as a result of this event.